Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis replicated and confirmed the "c33 error". During testing, the iesu displayed error code c33 on start and log showed c00 error. The probable root cause is attributed to defective generator. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted completion proctectomy surgical procedure, the customer encountered an error c33 on the integrated electrosurgical unit erbe. The customer rebooted the system but the issue remained. The customer stated that they were proceeding with the case with the use of an ft10 generator. The procedure was completed with no reported injury.